Event description:
As stated by the customer (B)(6) 2012: lift was being used in a resident's room and a fire started above the lift battery area. The healthcare aid blew out the flame and took the lift out of service. Hca advised the supervisor. No injuries reported.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjo hospital equipment (B)(4). Please note that this product is no longer manufactured, previous medwatch reports for this product may have been submitted for the mfg site arjo med (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.